Event description:
It was reported following uneventful filter placement, views taken of the filter confirmed successful placement. A chest x-ray performed the following day for an unrelated issue indicated the filter had migrated to the right atrium. An attempt to percutaneously retrieve the filter was unsuccessful and resulted in pushing the filter into the right ventricle. Successcul surgical retrieval of the filter was performed during a cardiopulmonary bypass procedure three days following initial placement. It was indicated the physician chose not to place another filter, rather to treat the pt with anticoagulants. The pt's condition is good. The user facility will not release this device for eval. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. The co's f/u could not confirm if a pre-placement cavogram was performed prior to filter placement or if continual flushing of the carrier system during the implant procedure was performed. Co believe's these factors may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use state: "an inferior vena cavogram must be performed prior to insertion of the stainless steel greenfield vena cava filter with 12 french introducer system. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsula by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."